Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by failure analysis (fa). Fa investigation confirmed but did not replicate the customer reported issue. The unit was tested on an in-house system in normal mode without any errors. The unit was also tested on a psc fixture test platform (pftp) where all related tests passed. Contamination was not found on the usm. Logs confirmed error 23062 pointing axis 7. As a precaution, carriage: gearbox/rotor degree of freedom (dof) 8 will be replaced.

Event description:
It was reported that during a da-vinci assisted pulmonary wedge resection surgical procedure, the clinical sales representative (csr) informed the customer was experiencing recoverable faults. It was noted the csr was not on site. The customer recovered the fault sevatl times; however, the issue persisted. The technical service engineer (tse) confirmed error 23062 pointed to the universal surgical manipulator (usm) 4. At a later time, the customer called the tse to verify the issue had been called-in and wanted to know about the error. The tse verified the error and explained to the customer the error was related to usm 4. The csr then called the tse to ask if the customer could proceed with their cases using the system with 3-arms. The tse advised if the arm faulted to disable the arm. It was noted the error pertained to usm axis 7 and probably would not fault out if the usm was not used and stowed at the beginning of the case. The tse informed the csr that if the arm was not faulting, they could cause the arm to fault and disable by holding the setup joint (suj) clutch button at power up. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the procedure was completed with only 3 of the 4 arms. The surgeon kept recovering the fault until the procedure was completed and then moved to another operation room with a different robot. The surgeon continued use of the arms. The customer called technical support to resolve the reported issue. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to 23062 error. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation and or/if additional information is received.